Event description:
It was reported following a fall on to neurostimulator a day prior to the call patient experienced shocking or jolting sensation. It was indicated that patient was in the emergency room. It was noted that stimulation was fine before fall but since fall patient had 5 incontinence episodes and a painful shocking sensation in bicycle seat area. It was later reported that patient was able to turn stim off and made the shocking go away. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p401, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).